Event description:
Post implant, the rvad (right ventricular assist device) of a bivad (left and right ventricular assist device) patient was found to be leaking blood at the junction between the arterial cannula and collet nut (about 3cc of blood in 10 minutes). The pump was carefully examined and noted to have good flow, no blood on the outside of the sac, and flash was visible. The physician decided to decrease the drive pressure and bring the patient back to the o.r. Where they tightened the rvad outflow collet nut a quarter turn with a wrench, which stopped the leak.